Event description:
A medtronic rep reported that, while in a t2-t6 posterior fusion case, there was a claim (from anesthesia) that a pt with a pace-maker had ventricular tachycardia events during each of the 2 (26 second) hd spins of the o-arm imaging sys. He also said it happened a third time after third standard (13 seconds) 3d spin. The report was the site saw the tachycardia event during the first 2 (26 second) spins but allowed the spins to complete. When they resumed respiration, the tachycardia event went away, and the pt stabilized. For the final standard (13 second) 3d spin, the tachycardia event happened right after the completion of the spin as the respiration was about to be resumed. Once respiration resumed, the pt stabilized once again. The procedure was completed with no negative impact on the pt outcome. Medtronic navigation, inc., is filing this MDR to ensure visibility to this pt event as a result of a procedure that utilized medtronic navigation's o-arm 1000 imaging sys. There is no allegation to suggest that medtronic navigation's sys malfunctioned.

Manufacturer narrative:
Investigation finds that during each scan, anesthesia was asked to hold respirations if the pt would tolerate it (approx 13 seconds). During the hd3d (26 seconds) scans, the tachycardia event started in the middle of the scan. When they performed the confirmation scan (third), they selected a standard 3d scan and the tachycardia event started after the exposure phase of the scan was complete (approx 13 seconds). No allegations were made that medtronic navigation, inc's device malfunctioned.